Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging there were particles in the airpath of the user's dreamstation CPAP device. There was no reported patient harm or injury. There was no reported medical intervention. The device has not yet been returned for evaluation. The manufacturer's investigation is on-going. A final report will be filed when the investigation is complete.

Manufacturer narrative:
H3 other text : the device was not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging there were particles in the airpath of the user's dreamstation CPAP device. There was no reported patient harm or injury. There was no reported medical intervention. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. There was 1 error code found. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.